Manufacturer narrative:
(B)(4). A device history record review was performed on the stimucath catheter and stimulating needle with no relevant findings. The customer reported that they were unable to thread the catheter through the needle. The customer returned one stimucath catheter, one stimulating needle, and lidstock (reference files ((B)(4)). The returned components were visually examined with and without magnification. Visual examination of the returned needle revealed that the needle appears typical with no observed defects or anomalies. The needle hub is open and no blockages can be seen. Visual examination of the returned catheter revealed the catheter appears typical with no observed defects or anomalies. A dimensional inspection was performed on the returned needle and catheter. Inner diameter (ID) measurement of the needle revealed a value of 0.038" using pin gauges ((B)(4)). This value is out of ID specification of 0.0465-0.0485" per graphic (B)(4) the outer diameter (od) of the returned catheter measured 0.0420" ((B)(4)) which is other remarks: within the specification of 0.0375-0.0439" per graphic (B)(4). The returned components were functionally tested by attempting to thread the returned catheter through the returned needle. The initial attempt to thread the catheter through the needle failed as the catheter would not thread beyond the cannula bevel of the needle. The returned needle was functionally tested by threading it with a lab inventory catheter of the same gauge. The lab inventory catheter would not thread through the returned needle beyond the cannula bevel. The returned catheter was threaded through a lab inventory needle of the same gauge with no resistance met, indicating that there is no problem with the returned catheter. A second attempted was performed threading the returned catheter through the returned needle. The returned catheter did not thread through the returned needle during this attempt as well. Specifications per graphic (B)(4) were reviewed as a part of this complaint investigation. Nonconformance, (B)(4), have been initiated to further investigate this complaint issue. The reported complaint of the catheter not threading through the needle was confirmed based on the sample received. ID measurement of the returned needle's cannula revealed the ID was out of specification; however, there were no dimensional issues found with the returned catheter. A device history record review was performed on the stimucath catheter and stimulating needle with no evidence to indicate a manufacturing related issue. The needle is a purchased part. Therefore, the potential root cause of this issue is supplier related. A nonconformance, 40008353, has been initiated to further investigate this issue.

Event description:
The catheter would not thread through the needle. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The catheter would not thread through the needle. The patient's condition was reported as unknown.